Manufacturer narrative:
Patient identifier - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For a review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported after the deployment of the angio-seal, there was a pseudoaneurysm. The doctor felt as though he did everything he normally does. The patient was injected with thrombin to sooth the pseudoaneurysm and was sent to recovery. The patient was reported to be fine. Additional information was received on march 19, 2018. Pseudo aneurysm was confirmed through an ultrasound. The patient was treated with thrombin and was released.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.